Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc data were acceptable. The 11 samples were received for investigation. The customer¿s observation of positive hiv duo results was reproduced at the investigation site for all 11 patient samples. The sample for patient 5 was tested further with the inno-lia hivi/ii score. The sample showed a unique reactivity pattern against anti-hiv-1 antibody reactivity. The sample is a real hiv-1 antibody-positive sample. Either this sample is from a patient with an hiv-1 infection, or this sample was cross-contaminated with hiv-1 positive sample material. The samples for patients 3 and 6 were reactive with monoclonal antibodies of the hivag hiv antigen (hiv ag) embedded application (hivag) detection module of the hiv duo assay. Due to the result of the elecsys hiv ag confirmatory assay, these samples are false positive for hiv ag and therefore false positive with the hiv duo assay. The samples for patients 1, 2, 4, 7, 8, 9, and 11 were reactive with only one hiv-1 specific antigen. However, these samples seem to be false positives, because real hiv-positive samples are normally reactive against more than one hiv specific antigen. The sample for patient 10 is reactive with all hiv antigens and monoclonal antibodies of the hivag detection module of the hiv duo assay. Further testing revealed this sample is contaminated with ruthenium complexes, which unspecifically bind to the elecsys beads. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. Product labeling states: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." The elecsys hiv duo reagent performs within specifications. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable positive results for 11 patient samples tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. This MDR is being submitted in an abundance of caution.